Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, episodes of non-sustained oversensing due to atrial oversensing were observed. Programming changes were made. The patient condition was good.